Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Chunk of the cotton was missing out from used tampon...have to go to the hospital to get removed - vagina [foreign body in reproductive tract]. Chunk of the cotton was missing out from used tampon [device breakage]. Case narrative: consumer reported via email that chunk of tampon was missing out of the rest of the cotton. No serious injury was reported.